Manufacturer narrative:
Device 2 of 4: cev647b5 (lot: 120701) - manufacturing date: 07/2012. Device 3 of 4: cev625h (lot: 110305) - manufacturing date: 03/2011. Device 4 of 4: cev642h (lot: 110301) - manufacturing date: 03/2011. (B)(6). Cev669e was evaluated and the handle spring was found to be broken. The observation of the spring rupture zone did not reveal an equipment fault or the existence of a pre-existing fissure/corrosion that could explain the breakage. The cut is clean and therefore leads us to believe the most likely cause of the damage was a clean rupture following impact. Cev647b5 was evaluated and the sheathing was found to be damaged. The most likely cause of the damage is a result of impact. Cev625h was evaluated and the wire was found to be bent. The coating was found to be damaged. Cev642h was evaluated and was functioning as designed. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference number: na. (B)(4).

Event description:
Four devices (cev669e, cev647b5, cev625h, and cev642h) were returned for repair to mxi service and repair. The client reported, "handle broken on the cev669e."